Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd needle experienced a broken needle and an inability to deliver insulin/mediation during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown (provided 190430). Description of issue: customer reports needle broke while trying to fill cartridge with insulin. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Item number: unavailable. Product lot number: unknown. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a. Resolution: customer was able to complete load with a new needle and syringe and were able to resume insulin delivery successfully. Note: product category = needle/syringe issue.

Event description:
It was reported that the unspecified bd needle experienced a broken needle and an inability to deliver insulin/mediation during use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown (provided 190430). 1. Description of issue: customer reports needle broke while trying to fill cartridge with insulin. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. 4. Item number: unavailable. 5. Product lot number: unknown. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a. 9. Resolution: customer was able to complete load with a new needle and syringe and were able to resume insulin delivery successfully. 10. Note: product category = needle/syringe issue

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.